Event description:
New information received notes that the post-paced t-wave over-sensing reoccurred. Physician decided to continue monitoring the device. Patient had no symptoms and was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via (B)(6) with post-paced t-wave over-sensing noted on their implantable cardioverter defibrillator. Programming changes were recommended to a healthcare provider. Patient had no consequences after the event.